Manufacturer narrative:
Concomitant medical products: ilxc1515115 stent graft; ilxc1616115 stent graft; bfxc2615135 stent graft, implanted, (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was observed with intermittent undersensing. The lead remains in use. No patient c omplications have been reported as a result of this event.